Manufacturer narrative:
(B)(4). Results, conclusions: inherent risk of procedure - (death, myocardial infarction).

Event description:
During index procedure the patient had two endeavor sprint drug eluting stents implanted, one in the cxand one in the lad. It is reported that approximately 11 months post index procedure the patient expired. The cause of death was reported as heart attack (cardiac). The investigator has assessed that reported death was possibly related to the device. Investigator did not assess whether the reported heart attack was related to the study device.